Event description:
Reporter states he received a letter from humana pharmacy solutions regarding his true metrix test strips being recalled. Reporter states he has been experiencing low blood pressure for about a week which is unusual for him.